Event description:
It was reported that during a pci procedure, the maverick2 monorail ptca catheter balloon ruptured at 3 atms. The number of inflations and to what atms is unknown. The physician noted that the lesion was predilated with a competitor's product and that device was able to be inflated to 18 atms. The lesion being treated is unknown. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.